Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. A product sample was received for evaluation. Visual and functional testing were performed. There was no physical damage observed during visual inspection. Syringe test was performed, and syringe sizes were verified on slugs. The technician found out that all the reading of sizes were within the required specifications. However, the reported device was configured for certain syringe sizes. Therefore, during evaluation the reported device was not able to recognize the syringe of certain sizes. The root cause of the reported issue was determined to be the device configuration. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was not reading the syringes. No patient injury was reported.